Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complained of erratic blood glucose results. Expected blood results ranges from 200mg/dl to 230mg/dl fasting. Stores their supplies in the original vial closed at all times in room at temperature (36-86f) in their bedroom. Assisted the customer with a back to back blood test, 485mg/dl 1:42pm (B)(6) 2014 and 510mg/dl 1:43pm (B)(6) 2014. Reviewed the last I reviewed the last 5 blood results in the meter memory: 1. 554mg/dl 2. 326mg/dl 3. 401mg/dl 4. 454mg/dl 5. 240mg/dl results listed above are fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.